Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. The modular head and taper adapter were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. The modular head and taper adapter were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records noted that the patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2009. Operative report noted patient underwent a left hip revision on (B)(6) 2014 due to ratcheting and grating. Operative report noted the presence of a pseudotumor, milky metallic tinged fluid, and inflammatory tissue. The modular head and taper adapter were removed and replaced. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain and grating. Operative report noted the presence of fluid, oxidation, and oxidative wear. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06555 / 06556).